Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including multiple shocks using test paddles without duplicating the report. No errors were seen in the device activity logs that would indicate a malfunction. The log did show that multiple attempts were made by pressing the shock button on the device while using paddles. This is normal operation of the device. The device is designed to only shock by pressing the shock button on the paddles when paddles are connected to the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.